Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device displayed a ''service required" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Device evaluation: the device was returned to zoll medical chelmsford for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.